Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected three opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly.

Event description:
It was reported by customer's wife, (b)(6,) that the reservoir leaked. Customer's blood glucose reading was 378 mg/dl. Customer treated with a bolus from the insulin pump. Customer stated that he was running high. The leak is located at the bottom of the reservoir. Nothing further reported.